Manufacturer narrative:
The manufacturer previously reported that a cylinder alleged became separated from an ultrafill device. There was no report of patient harm or injury. The device was evaluated by the manufacturer's service center. The customer's complaint was not confirmed. The cylinder was operating properly.

Manufacturer narrative:
The manufacturer previously reported an incorrect device problem code, 3189-no apparent adverse event, on the previously submitted report.  The device problem code is corrected on this report.

Event description:
The manufacturer received information alleging a cylinder became separated from an ultrafill device. There was no report of patient harm or injury. The investigation is still ongoing. A follow up report will be filed when the manufacturer has completed the investigation.